Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: a pump with unknown serial number was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue and the serial number is unknown. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. The reported event was confirmed via visual evidence, which revealed evidence of tissue along the inflow cannula of the pump. Based on the available information, the device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: successful heart transplantation after 4 years of bridging with heartware hvad for left ventricular noncompaction in an 11-year-old boy with prohibitively high pulmonary vascular resistance. Annals of pediatric cardiology. 2024; 17:361-3. Doi: 10.4103/apc.apc_95_24 d4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ventricular assist device (vad) implantation in a child. The authors described a patient who had severe pulmonary hypertension and recurrent pulmonary edema. The patient went on vasodilators and angiotensin receptor/neprilysin inhibitor (arni). After ten days of ventilatory support, the child made a recovery. After four years of support, the patient underwent a heart transplant. After the transplant, it was noted that the vad showed a layered thrombus along the nonsintered part of the cannula. The status of the vad is unknown. No additional adverse patient effects were reported.